Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there //was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data, the failure occurred on (B)(6) 2016. Also a signal loss that occurred on (B)(6) 2016 was confirmed. The root cause could not be determined post-investigation. Based on the findings of a loss of connection, this is now reportable.